Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the fa quantum 2 controller did not recognize the wands. No case reported; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed no issues. A functional evaluation revealed the unit does not detect wands. The unit was opened and found no issues. The complaint was verified and is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure or damaged receptacle.